Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advises that the check button does not always respond when he presses it. It will eventually work if he presses it multiple times. No adverse event alleged. A request was made for the return of the device.